Event description:
Baxter ireland received a report that an intermate had separated tubing before use. The device was filled with a solution of 2000 mg of meropenem in 100 ml of 0.9% sodium chloride. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a separated tubing was confirmed. Visual examination of the sample showed broken tubing at the junction of the stress-member. The root cause was determined to be excessive force inadvertently applied to the tubing during product use. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.